Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed and the root cause of the issue could not be determined, as the scope was not microbiologically tested. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided the cleaning, disinfection and sterilization process and reported that pre-cleaning was done immediately after surgery. The exterior was wiped with enzyme solution gauze and a suction of enzyme solution was performed and delivery of air and water and para hydration. The cleaning solutions used were enzyme solution, convita endoscopy multi enzyme cleaner low foam. The enzyme solution is changed once per wash and endoscopes are leak tested prior to manual cleaning with the olympus mu-1 tester. The channels were brushed during manual cleaning with a reusable shanghai beixing brush. The disinfectant used is acetic acid peroxide anios 1000 medical device disinfectant and the lowest observed effect concentration is checked daily. The last reprocessing service by an olympus endoscopy support specialist (ess) was in october 2021. There have been no changes to the reprocessing staff since the last ess visit. All personnel have been training on how to properly reprocess the endoscopes. The endoscopes are stored in storage cabinets.

Event description:
The biopsy tube was sampled on (B)(6) 2023 tested positive for 100 colony forming units (cfus) of molds, gram-negative bacteria.

Event description:
The olympus representative reported (on behalf of the customer) that during reprocessing the evis lucera elite colonovideoscope tested positive for unexpected bacterial contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause. There was no procedural involvement.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The unexpected contamination issue was not confirmed. The device evaluation found the following: due to damage on the channel tube, water tightness was lost, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, the adhesive on the bending section cover had wear, due to deformation of the nozzle, the amount of water contact did not meet the standard value, the image guide protector had a scratch, and the suction cylinder was deformed. The investigation is ongoing an follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.